Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. No additional actions were taken, as the customer declined follow-up, and further information was unavailable.